Event description:
The hcp reported that the patient had a bravo ph monitor placed with no problems or complications. It had been reported that the patient had been seen by a cardiologist for review of chest pain prior to referral to the gastroentologist. It was reported that the patient expired approximately 41 hours after placement of the bravo monitor. The cause of death was unknown to the physician and it was reported that no autopsy was performed. A copy of the patient's death certificate will be ordered and a follow-up medwatch report sent once it is received.